Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss [suture retrieval issue] was confirmed as a malposition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. In this case, a malposition of the device occurred based on the suture and formed knot located in the suture bearing. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6 - medical device problem code 1562 (material separation) was removed.

Event description:
Subsequent to the previously filed medwatch report, additional follow-up was performed based on analysis of the returned device. The account confirmed that a suture retrieval issue had occurred and not a suture break as initially reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a coil intervention procedure using an 8f sheath. Reportedly, a suture break occurred with advancing the knot with the suture trimmer. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.